Event description:
Nurse noted patient to be tachycardic. Walked into the room and found continuous milrinone syringe empty. Medfusion 4000 pump # 2021672 bolused full 50ml volume of milrinone infusion over approximately 30 minutes. Pump was programmed correctly for the continuous infusion rate 0.55mcg/kg/min or 1ml/hr.